Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the event and use of the liberty select cycler and cycler set. The patient¿s peritonitis was attributed to the patient not following proper aseptic technique by not washing their hands. Additionally, the patient did not follow proper procedure for setting up for pd treatment. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. The cause was attributed to the patient not washing their hands and improper following of set-up procedures. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated that the patient has recovered from the event and is continuing on pd therapy. Additional information was requested but to date, has not been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.